Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that patient reported falling outside his home in the snow. He reported that he laid there for 40 minutes until he discovered by a neighbor. Concern for water contamination at the driveline and or power ports was verbalized by patient and vad coordinator. Patient reported to hospital for controller exchange. Patient was issued a new controller (B)(4) . Patient is stable post event.

Manufacturer narrative:
This device is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A root cause could not be determined as the reported event could not be confirmed or duplicated at the bench level; the controller performed as indented.